Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacturer representative reported the surgeon was trying to remove the lead from the header block, but was unable to do so. It was unsure if it was a lead or header block issue. Additional information received from the rep reported that the battery was also returned for analysis to look at the port where the leads plug in as the doctor suspected some sort of damage here as they had trouble removing the lead from the port after using the torque wrench. Relevant medical history included spinal pain. No further follow-up was required.

Manufacturer narrative:
(B)(4) no longer applies. Analysis of the ins (model 97714;(B)(4)) found no significant anomaly, and the device was functionally okay.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information indicated that it was a header block issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.